Event description:
Customer went to pick up the product to use and realized that the top seal was already broken, no one else had been near the goods and the rest of the products that came on the same shipment seemed to be fine. No pt complications were reported.

Manufacturer narrative:
Device has not been returned for evaluation.